Manufacturer narrative:
The signed medical release and complaint product have been requested but have not yet been received. A review of the lot batch records and testing of a retain sample is in progress. Based on all information available, no causal factors can be determined and no conclusion can be drawn.

Event description:
On 18-june-2018, the consumer provided additional information related to the event. According to the consumer, her eyes are feeling better, she has returned to wearing contact lenses (different brand), and she is experiencing dry eye that she believes is a consequence of the reported incident. The consumer reported that, prior to this event, she had never experienced dry eye, and she continues to use artificial tears. The consumer provided contact information for the clinic she visited on (B)(6) 2018 and provided contact information for the ophthalmologist seen on (B)(6) 2018. The consumer reported that the clinic prescribed ofloxacin for her event and recommended that she use artificial tears, specifically systane ultra. The consumer stated that, when she visited the clinic for her follow-up appointment, she had been making use of the artificial tears every hour. In addition, the consumer stated that when she was seen at the clinic they noted dry spots on her eyes and stated that her left eye was worse than her right. While the consumer was not referred to an ophthalmologist by the clinic, the consumer stated that she was experiencing blurry vision and dry eyes and wanted to ensure that there was no permanent damage to her eyes. According to the consumer, the ophthalmologist did not see any permanent damage to her eyes and noted only dry eye, the ophthalmologist stated that the irritation present was consistent with a reaction to the contact lens solution, and the ophthalmologist prescribed a steroid (name unknown), which the ophthalmologist said she could use for inflammation if she were so inclined. The consumer indicated that she did not use the steroid drops, and instead, she increased the number of times she used the artificial tears per day. The consumer did not follow-up with the ophthalmologist. The consumer also reiterated that the contact lens solution inside her contact lens case smelled like paint thinner and caused her lenses to bow out and warp. The clinic visited by the consumer was contacted. The clinic representative indicated that the consumer was seen on (B)(6) 2018. No additional information was provided without a signed medical release. The ophthalmologist office was also contacted. The office representative indicated that the patient¿s chart stated that on (B)(6) 2018 the patient was seen by the other clinic, was diagnosed with dry eye, prescribed ofloxacin, and instructed to use artificial tears. The record also indicated the patient reported that after a week of this treatment she was still not seeing improvement, and she continued to have itchy, aggravated (painful) eyes and fluctuating vision. For this reason, the patient booked the appointment with the ophthalmologist on (B)(6) 2018. The office representative reported that the ophthalmologist noted a few follicles with lid eversion in the right eye only, and everything else was normal: there was no staining or corneal involvement. According to the office representative, the patient was diagnosed with right eye orbital pain, the ophthalmologist reassured the patient that there was no permanent damage, and that the ophthalmologist had ¿no worries¿. The patient was provided with a sample of ilevro ophthalmic suspension (anti-inflammatory) to use once per day and was also prescribed fml eye drops (anti-inflammatory) to be used twice per day. (To reiterate, consumer reported that she did not make use of either of these medications.) According to the ophthalmologist¿s office, the patient did not require any follow-up appointments. The office representative indicated that the ophthalmologist did not provide an opinion as to likely cause of the event, that the event was not considered life threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
Additional information has been requested but has not been received. A review of the lot batch records and testing of a retain sample is in progress. It should be noted that the normal product does not smell like "paint thinner¿. Together with the consumer''s report that the lenses soaked in the product are warped, it is not clear whether the normal product caused the event or the product became adulterated with a foreign substance that changed the odor and caused the lenses to warp.

Event description:
A retailer reported that one of their consumers experienced an adverse reaction after using the product. The consumer was contacted and reported that upon initial use, and for several uses after, she experienced minor burning associated with the product. According to the consumer, she continued to use the product and soaked her contact lenses for two days. Upon insertion of her lenses on (B)(6) 2018, she reported immediate severe burning. Because of the severity, the consumer indicated that she sought medical attention. The consumer stated that she was diagnosed with a chemical reaction in both eyes and prescribed an antibiotic (ofloxacin) to be used 3 times a day in the left eye and 2 times a day in the right eye for one week. In addition, she was to use artificial tears. As of (B)(6) 2018, the consumer indicated that she was no longer using the ofloxacin drops; however, she continues to use the artificial tears. The consumer reported that she had a follow-up visit on (B)(6) 2018 and had another follow-up with a different doctor (an ophthalmologist) on (B)(6) 2018 to assess how her eyes are healing. The consumer stated that her left eye does not seem to be getting any better. The consumer also stated that her lenses are still soaking in the product, the lenses are warped, and the product smells like "paint thinner." The consumer indicated that she would return the product and provide the information for the two doctors. Although multiple attempts have been made to retrieve the product and doctor information, the consumer has not provided the materials/information.

Manufacturer narrative:
The consumer has expressed intent in returning the requested complaint sample and signed medical release, however, neither has yet been received. A review of the lot batch records and testing of retain samples concluded that the product was formulated, manufactured, and packaged according to local and global product specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Since the follow-up report dated 02-jul-2018, additional information received from the consumer indicates that she is still experiencing dryness in both eyes as well as pain in her left eye. For this reason the consumer returned to her ophthalmologist on (B)(6) 2018. According to the consumer, on this date the ophthalmologist performed a dry eye test and informed the consumer that her results came back within the normal range and that she had a normal saline level. Consumer did report, however, that her number was on the lower end of the ¿normal¿ spectrum and that the doctor opined that this could be the reason for the dry eye and pain behind her eye. The ophthalmologist once again reassured the consumer that there was no permanent damage and that he had no worries. The ophthalmologist recommended the consumer continue making use of artificial tears and recommended also that she try to incorporate fish oil within her daily supplements. No follow-up appointments required. Consumer reiterated that prior to this event, which she associates with use of the contact lens solution, she had never experienced dry eye.

Manufacturer narrative:
Since the follow-up report dated september 18, 2018, the returned complaint sample underwent evaluation; the results of the chemical testing performed were consistent with shelf life limits. Additional medical information has been requested from the clinic but has not been received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The complaint sample was returned and is pending evaluation. Additional medical information has been requested but has not been received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Since the follow-up report dated (B)(6) 2018, the consumer returned the complaint sample and signed medical release form. Additional information received from the consumer indicates that she is still experiencing slight dry eye as well as blurred vision at night. The clinic visited by the consumer was contacted again and the clinic representative reiterated that relative to her adverse eye event, the patient was seen on (B)(6) 2018. The representative shared that the patient was last seen by the clinic on (B)(6) 2018 but that this visit was for a regular eye exam and that on this date the patient was fine and purchased new contacts. Additional medical information has been requested from the clinic but has not been received.